Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 23-sep-2024 and forwarded to millyard advanced medical products, llc on 24-sep-2024. The patient reported receiving a pump error message to "disconnect from catheter". Troubleshooting was unsuccessful, so the patient switched to her backup pump. Patient reported receiving occlusion alarms after switching to her backup pump. Patient reported having a headache, as well as being agitated and fatigued. Hospital rn reported that patient arrived to the ER on (B)(6) 2024. The rn tried to troubleshoot but was unsuccessful. The patient was placed on a hospital pump to receive remodulin treatment. Hospital rph later reported the patient was being admitted and converted to IV remodulin. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.